Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burned.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Alleged failure: patient was burned by light cord. The failure alleged in the complaint record was not confirmed duplicated during the product investigation. The probable root causes are: a bad reed switch the user not detaching the safelight adapter from the safelight cable but unscrewing the adapter from the scope IFU states on page en-4 of p40558 user guide. Although the product was fully tested at the factory before shipment, the user should always test it for proper function prior to a surgical procedure. Avoid touching the endoscope tip or the light cable tip to the patient, and never place them on top of the patient, as doing so may result in burns to the patient or user. In addition, never place the endoscope tip or the area where the light cable connects to the endoscope on the surgical drapes or other flammable material, as doing so may result in fire. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.